Event description:
A blood glucose test was performed on the customer and the result was 160mg/dl. Approximately 20 minutes later the blood glucose result was 188mg/dl. The customer was taken to the emergency room where with in 30 minutes the hospital received a result of 97mg/dl. No treatment was receieved. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.